Event description:
Report received of a non-delivery of amiodarone. It was reported that a pt was being transferred to the ccu with an amiodarone drip 1 mg/min (33 ml/hour) infusing. According to the reports we received, the tubing was loaded into the pump and the infusion was started with drips reported to be seen in the drip chamber. It was reported that the pt developed ventricular tachycardia. The pt's internal implantable defibrillator fired approx 7 times. At that time, no drops were noted in the drip chamber for the amiodarone infusion. The tubing was reportedly removed from the pump and run via gravity. The pt was stabilized. The pump was never isolated and therefore will not be returning for testing. No further info was available.